Event description:
The patient has two leads from the same lot. It was reported the patient was unable to activate stimulation. Reprogramming restored stimulation but was unable to provide effective coverage. An impedance check revealed no anomalies. The patient will meet with her doctor to discuss further options.

Event description:
Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). The doctor also electively explanted and replaced the patient's ipg (with a different model). Effective coverage was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.